Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic gastric bypass according to the reporter: laparoscopic gastric bypass was performed (B)(6) 2012, and esophagogastroduodenoscopy (egd) was completed intra-operatively and showed no evidence of a leak. The pt successfully passed a contrast swallow test on (B)(6) 2012, and was discharged to home. The pt reported shortness of beath the evening of (B)(6) 2012, and awoke the morning of (B)(6) 2012, not feeling well and decided to go to the emergency room. Upon arrival, the pt was placed on a gurney and then suddenly passed away. An autopsy was completed and it was found that there was a gastrojejunal leak present at the time of death.